Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended and will be made at the patients next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.